Event description:
It was reported that a patient experienced air in the abdomen manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and received oxygen as treatment. The patient was discharged on an unreported date. Dianeal therapy was ongoing. The cause was unknown. At the time of this report, the patient was recovered. No additional information was available.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported problem until after the device had been serviced, a complete device analysis could not be completed to investigate the reported problem of air in the abdomen; however,a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. During the previous service return the device passed the homechoice rite (return instrument test/evaluation) electrical test; however the device failed the homechoice rite functional test. The failed rite testing will be captured and  reported through (B)(4). It was determined the failure was not related to the reported issue. A review of the service history revealed no previous service events that would cause or contribute to the reported problem of air in the abdomen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and should additional relevant information become available, a follow-up report will be submitted.